Event description:
Additional information obtained revealed the event occurred during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering/clogging the lg-lens and a-rubber glue could not be identified. However, it¿s likely the cause is related to reprocessing not being conducted properly due to leakage from the r/l angulation control knob and u/d angulation control knob. The event can be prevented/detected by handling the device in accordance with the following section of the instructions for use: - IFU states the detection method in gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found in the light guide lens, other evaluation findings are as follows: water tightness was lost due to a crack on the right/left/upward/downward knob; the switch box and switch#1 were corroded; the flexibility adjustment ring was damaged; the suction cylinder had no color; the forceps channel port was dented; the plug unit, the circuit board unit in the suction connector, the scope connector cover unit, the scope connector case unit, the outside shield unit, and the micro connector unit in the suction connector were corroded due to water leakage; there was third party repair evident on the plug unit; the insulation resistance value at the distal end did not meet the standard value due to a crack on the bending section cover; the light guide bundle had breakage; the plastic distal end cover was chipped with third party repair evident; the objective lens was cracked; the adhesive on the bending section cover had foreign objects; the connecting tube had a buckling; third party repair had been performed on the connecting tube and the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope consistently had an image interference. There was no report of patient harm. The device was returned, evaluated, and there was foreign material in the light guide lens. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.